Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number emdr 9617229-2023-00612. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "bacterial infection and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and capsular contracture, baker grade iii.

Event description:
Patient reported: "I have capsular contracture baker grade iii", "chronic pain in the breast, thorax that extends to the arms among others", "possible immune disease triggered/induced by the implants", "folding on the prosthesis", "cysts" which is not device related and "patient mentions recall". Later patient reported "had an infection caused by a bacterium, but they did not find out which one". This record is for the left side. Device was explanted.